Event description:
During patient treatment it was discovered that the power supply board was defective. The costumer used the emergency drive. During this procedure the patient had a cardiac arrest and died. Complaint number: (B)(4).

Manufacturer narrative:
A getinge field service technician was authorized for repair. Work performed on 2020-02-26. As stated in service report 43273537 the power supply board was defective. After replacement the affected device passed all tests as per factory specifications. In order to determine a root cause a medical review was performed on 2020-04-02. Results: no flow signal: the flow sensor couldn¿t get valid values by the ultrasound measurement. This can happen in case of massive air entry, by generation of massive clotting in the sensor measurement area, the flow sensor was taken off from the tube or the ultrasonic crème was dried out. In this case the drive would not stop, but it could seemed that the drive stopped, because the lack of a flow signal. The ¿activated clotting time¿, ¿partial thromboplastin time¿ or ¿anti-thrombin value¿ is unknown. Technical root causes: different technical reasons are mentioned by the complaint analyst and (B)(6). While the technical service neither shows a problem with the drive unit nor the power supply board. It is even unknown where the information about a power supply board failure comes from. Emergency drive: the rotaflow emergency drive can be used to manually drive the disposable if the rotaflow should fail. The user hand cranked according to the manufacturers prescription. It is unknown why the patient had convulsions and cardiac arrest twice during the 15hrs use of the emergency drive. Conclusion: the dry out of the ultrasonic crème seems to be the most possible root cause. Because of lack of information the corresponding root cause of this adverse event couldn´t been defined. As the blood flow was given continuously by the emergency drive and the replacement drive, there is no balance of evidence that the patient expired because of the adverse event. Since a misbehavior was observable by a getinge employer, the failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint number: (B)(4).